Event description:
The following has been reported: customer reported three year maintenance is due and power button not working correctly. Unit is sticking in an alarm mode. Fk us service depot reports the following: received pump (B)(6) only. Pm performed (replace door membrane and battery). Door calibrated. New pm due date is 21feb2027. Downstream pressure test failed, calibrated. Confirmed reported problem, top housing with keypad replaced. Flow rate test failed, calibrated. Equipment cleaned, post service tested per quality control check list and released for use. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.